Event description:
It was reported that prior to a surgical procedure at the user facility, the tip of the forceps broke. No delay, no adverse consequences and no medical intervention were reported. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
During the device evaluation, the broken tip was confirmed. Possible causes for the broken-off tip include mechanical damage due to dropping or rough use, and the effects of wear from use over time. The device was not repaired, as it is not a repairable device, but it was returned to the user facility.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. The device has not been returned for analysis at this time.

Event description:
It was reported that prior to a surgical procedure at the user facility, the tip of the forceps broke. No delay, no adverse consequences and no medical intervention were reported. The user facility was not able to provide any further information regarding the reported event.